Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, micl13.2, -12.5 diopter, implantable collamer lens into patient's eye on (B)(6) 2019. Reportedly the surgeon "will determine if the lens needs to be exchanged due to vault". Lens remains implanted. "There are no complications with patient as of now." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens of -12.5 diopter into the patient's right eye (od) on (B)(6) 2019. There is concern for assessment of vaulting and the surgeon will monitor to determine if an exchange is necessary. The lens remains implanted and the patient is doing well. Claim#: (B)(4).